Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 implantable pacing lead, (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that there was a steady rise in pacing impedance to high levels. The lead remains in use. No patient complications have been reported as a result of this event.